Event description:
On (B)(6) 2023, a patient on peritoneal dialysis (pd) reported experiencing a ¿m-31 air detected in cassette¿ message during an unknown phase of pd treatment with the (B)(6) cycler the night before. There were no reported issues with the (B)(6) cycler. Rather, the patient reported that a piece of the pd catheter (not a (B)(6) product) broke and caused a fluid leak. In additional followup with two pd nurses familiar with the patient, it was confirmed that the pd catheter malfunctioned with omentum growing around the catheter and a hole developing. It was stated the leak was a direct result of the pd catheter and not related to (B)(6) products. The patient was treated with prophylactic antibiotics and did not develop peritonitis. The patient was hospitalized for pd catheter malfunction and was subsequently transitioned to hemodialysis for renal replacement needs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).